Event description:
Customer reported the insulin pump kept beeping every 15 minutes. No alarms or alerts on the customer's device. Customer did not attempt to administer a bolus. Customer was not sure if a temp basal was done. Self test was performed on the device and it passed. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.